Event description:
While attempting to maneuver iol into sulcus (forcep/tier) holding haptic, haptic snapped/fell off the optic the optic/other haptic then fell into vitreous. I did not think anything of it until the vitretinal surgeon said the same event occurred in her removing the iol by the other haptic.